Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the arm. It was indicated that the patient was involved in a car accident. The patient's mother stated the patient was driving and the cgm was showing her bg value as 80 mg/dl compared to a finger stick reading of 32 mg/dl. It was reported that the patient was in the hospital being cared for at the time of event. No product was provided for evaluation as it was indicated that the emt's removed the transmitter from the patient's body at the time of event and threw it out. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.